Event description:
The following was reported to hamilton medical ag: the equipment is reviewed and it does not record any technical or user events, functional test vs analyzer are carried out and are valid. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** . Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).

Event description:
The following was reported to hamilton medical ag: the equipment is reviewied and it does not record any tecnical or user events, funcional test vs analyzer are carried out and are valid. No patient involvement.